Event description:
It was reported that high capture threshold and impedance were observed. Externalized conductors were found above the svc coil. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.